Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the stylet inserted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged, as confirmed with an x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead, but was unable to retract the helix despite reaching the recommended maximum number of turns per labeling. The ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.